Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was turning on and off during a case. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine power loss. A field service engineer inspected the device and resolved the case by resetting the network adapter and executing a force patch via remote support services (rss), which changed the windows server update services (wsus) status to green. The system functioned as intended after the field service engineer repaired the device.